Event description:
The customer, they are unable to save images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and formatted the hard drive and reinstalled software. System operates as intended. This MDR is related to ge healthcare complaint number 13297981.